Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date was unavailable as no lot number was provided. A medtronic representative, following up with the site, reported that the site has a back up precision aiming device that can be used. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Manufacturer narrative:
Lot number and device manufacturer date provided.

Event description:
A medtronic representative reported that, one of the site's precision aiming devices was damaged. The medtronic representative reported the instrument was unable to lock into place, and when it did lock, it was very difficult to get it unlocked. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.